Event description:
The passeo-35 xeo peripheral dilatation catheter was selected for treatment. It was intended to be inflated within a previously placed stent from an earlier procedure. Upon inflation, the balloon ruptured and a "small hole poked in the balloon" was detected. The patient was unharmed and discharged home.